Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited concerns of loss of capture (loc) on the left ventricular (lv) lead. Additionally, lv intrinsic amplitude was noted to be out of range, with no evidence of undersensing, and impedance measurements decreased gradually from 776 to 519 ohms. High capture thresholds were also noted. Further assessment was recommended by technical services (ts). No adverse patient effects were reported. This device system remains in service.